Event description:
It was reported via repair work order that the footend lift would drift due to motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to perform own repair.